Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient and her family described that the device has never provided her therapeutic benefit. They now required an MRI for something unrelated and was opting to have the device removed. No known factors for the cause of no therapeutic effect. Patient states that reprogramming had been done and they had tried several stimulation settings but there was no success. Device was removed and it was not sent back. There were no other malfunction or complication were reported.